Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen with an unknown dosage and concentration. The reason for use was intractable spasticity and other spasticity. It was reported that the patient passed away on (B)(6) 2017. The caller was the funeral director and did not have any details about the patient passing, outside of the date of death and was asking for directive on removing the pump. The caller did not know the cause of death. There were no further complications reported. Additional information was received from the nurse on (B)(6) 2017. The nurse stated that the patient¿s passing had nothing to do with the pump. There were no further complications reported. Additional information was received from a business partner on (B)(6) 2017. The intrathecal lioresal was being delivered at 500 mcg/ml with a dosage of 100.14 mcg/day and also a dosage of 125 mcg/day. The last change occurred on (B)(6) 2017. The patient¿s weight was reported as 132.9 kg. The patient¿s historical condition was reported as brain tumor nos (brain neoplasm). The patient passed away from brain tumor (brain neoplasm). The death is likely unrelated to lioresal therapy. There were multiple motor stalls (device failure). The case was ¿reassessed as serious/unexpected.¿ there were no further complications reported/anticipated.